Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had undergone open-heart surgery, unrelated to the device and was admitted to intensive care unit (ICU). On the electrocardiogram monitor, when the r-wave dropped below the lower rate limit, atrial tachycardia was observed. It is possible that during an at/af (atrial tachycardia/atrial fibrillation) episode, conduction to the ventricle (v) was lost, leading to a slower rate. Pacing may have occurred during the refractory period, resulting in a lack of capture. No patient complications have been reported as a result of this event.

Event description:
It was further reported that no action or intervention, including setting changes, has been performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.